Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory notifier from their implantable cardioverter defibrillator. Upon review, an alert for right ventricular lead exhibited low defibrillation impedance was observed. In clinic testing revealed normal impedance values. The patient then experienced a "muscle twitch" which was later discovered to be muscle stimulation. The patient indicated experiencing ¿twitching¿ off and off for the past few months. Right ventricular lead noise was observed during the stimulation. During a subsequent follow up visit, the patient reported increased dizziness. A capture anomaly was suspected. The right ventricular leads output was increased and the patient was stable. A right ventricular lead revision or extraction was discussed. No intervention was reported.

Event description:
New information noted that the right ventricular lead was explanted and replaced. More information was requested but not received.

Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed. Final analysis found external insulation abrasion was noted at 22.8 ¿ 23.5 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.